Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is second of three reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, the fragments of the cataract were not aspirating to the handpiece when vacuuming in phacoemulsification mode. The surgery has been completed without any impact to a patient. It was unknown if the issue was with console, handpiece or tip.